Manufacturer narrative:
This report was originally submitted via asr on report ID # 2018342 in q3/2016 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID #2124215-2016-09886 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision on (B)(6) 2016 due to infection. There were no additional adverse patient effects reported. The product was explanted. Boston scientific received information on july 6, 2016 that this patient had died on (B)(6) 2016. Boston scientific received information that the local representative was unable to obtain additional information from the physician at this time.